Manufacturer narrative:
(B)(4). Product returned and evaluated with no defect found. Most likely underlying root cause: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that she feels physically fine and denies the need for medical attention. The customer's expected blood results are 90-130mg/dl fasting. Verified test strips expire 11/30/2017. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Customer performed a back to back blood test 186mg/dl and 190mg/dl fasting. Reviewed meter memory: (B)(6). Memory concerns:all results above expected range of 90-130mg/dl. Customer changed battery assuming it would recalibrate meter therefore when retrieving meter memory one result does not have the correct time and date. (196mg/dl on (B)(6)).